Event description:
Home pt (hp) reported feeling pain, similar to excessive air, while using the homechoice cycler for apd therapy. Hp reports that hp setup the homechoice cycler for apd therapy and continued through the "priming" phase. Hp relates after the "priming" phase was completed hp connected self to the homechoice set, however, hp did not check to verify the line prior to connecting self to it. Hp further relates that hp has never checked to be sure that the pt line was fully primed before connecting nor if the clamp on the pt line of the homechoice set was open. Hp relates that the cycler started into the initial drain phase and removed 6ml before it gave an alarm. Hp relates hp does not remember what the alarm was and did not press "stop" to mute the alarm nor bypass. Hp relates that hp noted the machine appeared to be pumping and then hp felt pain. Hp relates they disconnected from the homechoice cycler after feeling pain in the abdomen, back, neck and shoulder. Hp further relates that hp went to the ER and x-rays were taken, confirming the presence of air in hp's peritoneum. Hp relates that hp was prescribed vicodin for pain and went home without being admitted. Hp subsequently requested a replacement homechoice cycler. Hp relates that hp continues to feel pain and is temporarily performing manual capd exchanges. Follow up with the hp's healthcare professional (hcp) reveals the hp continues to feel pain and again went to the ER, however, hp was not admitted.